Manufacturer narrative:
Additional information was received on march 16, 2020. The explant surgery was cancelled. 1. Is required intervention- uncheck. 2. Is other serious-check. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. Bilateral explant is planned for (B)(6)2019. D7 has been populated. 2. Is other serious- uncheck 2. Is required intervention- check since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 8, 2020. An explant is scheduled for (B)(6)2020. 2. Is other serious- uncheck. 2. Is required intervention- check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture/pain manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on november 5, 2020. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received on november 20, 2020. In addition to the rupture reported initially, the patient also experienced capsular contracture. When the device was explanted, it was replaced with a 275cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The evaluation of the device received by the failure analysis lab was completed on november 25, 2020. Device evaluation summary: during the visual inspection, the device was found to be ruptured, it was received in two pieces. Additionally, a tear was observed at the junction between the shell and patch. Microscopic examination was performed, and the cause of the tear could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/ pain. Concomitant products: 275cc mentor memorygel breast implant, catalog # 3502751bc, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 275cc mentor memorygel breast implant experienced right sided ruptured post procedure. The patient felt firmness in the right breast, magnetic resonance imaging was performed, and rupture was confirmed. The rupture is accompanied by pain and discomfort in the right breast. Future replacement surgery is indicated, however, at the time of this report, mentor has received no information regarding an expected explantation date.